Event description:
Report received of a tubing set that "fell apart" at the cassette. The patient was receiving IV fentanyl and ropivacaine at an unspecified dose and rate. It was reported that the patient complained of an increase in pain. The clinician programmed in a bolus dose at an unspecified dose. After programming the bolus dose, fluid was noted dripping from the pump. It was reported that when the lock box was opened the tubing was found cracked and fell apart at the blue foil below the cassette. There was no report of bleed back, blood loss or air in the patient IV access. The tubing set was changed without further incidence. There was no reported adverse patient effect. Although requested, no additional information was provided.